Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a hematoma. The physician advised the patient to discontinue the current medication and begin prophylactic antibiotics. On (B)(6) 2020, the physician applied a compression bandage to the hematoma. On (B)(6) 2020, the physician evacuated the hematoma. No signs of infection were noted. The patient was in stable condition.